Event description:
It was reported by a patient/user of the fms peritoneal dialysis (pd) liberty cycler that dialysis solution is leaking out the cassette and into the cycler. Patient also reported having drain complications along with pressure in her abdomen.

Manufacturer narrative:
A medical review was performed on the available information and the cause of the event is undetermined. The actual device was returned for evaluation and determined to be functioning according to product specifications. There was dried fluid inside the cassette door and inside the pneumatic lines between the pump body and the hydrophobic filters. The cycler passed a mushroom head check. There were no abrasions on both mushroom heads. The simulated treatment was performed and completed without any failures or problems. There were no warnings or alarms during the simulated treatment. No fluid leaks in the test cassette. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed by FDA regarding all potential adverse events received between march 21, 2011 to march 11, 2013.